Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse reported an issue with the bath drain or needle vent backwashing systems. The fse replaced solenoid pinch valves 3, 18, and 19 that were slow to actuate as well as the cbc waste chamber.

Event description:
The customer reported erroneously high complete blood count (cbc) results were recovered for one patient sample processed on a coulter lh 500 hematology analyzer. At the time of the event, the customer was testing all patient samples in duplicate to verify results. The patient sample's first rerun results recovered lower for hemoglobin (hgb), red blood cell (rbc), hematocrit (hct), and platelet (plt) results without instrument generated flags when compared to the initial sample run results. The patient sample was retested on the same instrument and the second and third rerun results were similar to the initial results. The initial results, second rerun results, and third rerun results were considered correct and were reported out of the laboratory. There were no erroneous results reported out of the laboratory. Patient treatment was not impacted in connection with this event.